Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip opened while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve. During the deployment sequence, while establishing final arm angle (faa), the clip opened while locked. The clip was opened and the leaflets were re-grasped. The clip was deployed successfully. One clip was implanted, reducing mr to less than 1. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. It should be noted that per mitraclip instructions for use (IFU) document: close the clip until the clip arm angle is approximately 60 degrees during grasping the leaflets and verifying the grasp. This information suggests that the user did not follow steps per the IFU. Based on the overall incident information, it appears that the clip potentially experienced more tension due to closing the clip more than specified which eventually resulted in the reported in unlocking of the clip while establishing final arm angle (efaa). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the following information was provided: after the clip was deployed, the clip was confirmed to be secure on both leaflets. No additional information was provided.